Manufacturer narrative:
Additional information provided from customer medwatch: (B)(4).

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "user error programming pump."

Manufacturer narrative:
Concomitant product(s): a 5ml bd syringe; 3ml bd syringe. The customer¿s report of an overinfusion was confirmed in the pcu event log. The pcu event log shows that at 12:26 pm on (B)(6) 2017 the syringe module was programmed to infuse a basic infusion at 30ml/hr with a vtbi of 1ml, rather than 1 ml over 30 minutes as intended.. The infusion ran until 12:31 pm when it completed and the infusion was stopped. The volume recorded as being infused during this period (5 minutes) was 1ml. The root cause of the overinfusion was a user programming issue. Devices not received, log review only.

Event description:
The customer reported that a 3ml secondary infusion of cosyntropin that was programmed to infuse 1ml over 30 minutes was noted to have completely infused within 5 minutes. There was no patient harm.